Manufacturer narrative:
Product is not returned because discarded by the hospital, no examination can be performed the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Conclusion is not yet available. Investigation still in progress. Device not returned to manufacturer.

Event description:
Roi-a : broken cage during insertion of first half anchoring plate. Patient had hard bones. Surgical technique was followed. Starter awl has been used. Cage was broken when surgeon used first half anchoring plate. He removed broken cage and replaced by another. Surgery was completed successfully following with same initial steps.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on information available and on the investigation, the exact root cause of this issue can not be determined but we continue to track and trend this type of issue. If additional informations was received , another report will be sent .

Event description:
Roi-a : broken cage during insertion of first half anchoring plate according to the reporter , the cage broke during anchoring plate impaction . The surgeon used the starter awl before first anchoring plate impaction . The patient has hard bones . The surgeon removed broken cage and replaced by another. Surgery was completed successfully following with same initial steps. No complication or patient impact were reported.